Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that when they removed their aligner with the extraction tool, their upper right premolar after canine cracked. The tooth was feeling discomfort the day prior. Patient was advised to see their dentist for the broken tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.